Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 12/15/2011 and 12/21/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she has experienced a blurry film such as "tearing up" that clouds her vision. The consumer reported that her iol has been rotated once and a laser procedure has also been performed. The consumer reported that the "looking through tears" vision interferes with her part time (B)(6) job and doing crosswords. In a follow up phone call with the consumer, she reported that her vision did improve after the rotation, but the real problem is more of the watery blurriness that keep bothering her daily. Additional info has been requested.